Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's weight at the time of the event was (B)(6) lbs. The steps taken to resolve the poor communication included a recharge jumpstart using a physician programmer, which resolved the poor communication. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that there was poor communication between the ins and an external device. The last successful recharge was a few weeks ago. The patient was not able to communicate with an external device. It was noted the patient programmer batteries were dead, the batteries were changed and the programmer powered up. No symptoms or further complications were reported.